Event description:
Based on the medical records provided by the patient's attorney: (B)(6) 2003 - patient underwent repair of incisional hernia with three pieces of composix kugel mesh and four pieces of composix e/x meshes. The seven pieces of mesh were secured together and placed. On (B)(6) 2004, patient underwent abdominal wall debridement due to the probable presence of an infection. The medical records note a partial explant took place, however, there is no way to determine which mesh was partially explanted. On (B)(6) 2007, patient underwent incisional hernia repair with composix e/x. A partial small bowel resection and lysis of adhesions were performed. The medical records note the previously placed remaining mesh was well incorporated. On (B)(6) 2010 - patient underwent removal of all previously placed mesh. The defect was repaired using a non-bard graft.

Manufacturer narrative:
Initially the attorney reported that four events of implants of composix e/x and three events of implant of composix kugel mesh occurred, however, medical records were received and a review of these records identified another event. Based on the medical record review, the patient underwent incisional hernia repair with three pieces of composix kugel and four pieces of composix e/x on (B)(6) 2003. The total of seven meshes were secured together and placed into the abdomen. Approximately seven months post implant, the patient underwent abdominal wall debridement and a partial explant of previously placed mesh. The medical records provided do not indicated which mesh was partially explanted. On (B)(6) 2007, the patient underwent incisional hernia repair with composix e/x. Lysis of adhesions and a small bowel resection was performed. On (B)(6) 2010, the patient underwent removal of all previously placed mesh. The repair was completed using a non-bard graft. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient is a diabetic smoker and has a significant history of abdominal repairs including a perforated diverticulitis in 2002. The information provided indicates that the patient developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation. No conclusion can be drawn at this time. See MDR 1213643-2011-00069 and 1213643-2011-00070 for information related to two composix kugel meshes implanted on (B)(6) 2003. Information related to the recalled composix kugel mesh implanted on (B)(6) 2003 was reported in accordance with rae (B)(4). See MDR 1213643-2011-00065, 1213643-2011-00066, 1213643-2011-00067, and 1213643-2011-00068 for information related to the composix e/x meshes implanted on (B)(6) 2003.